Manufacturer narrative:
Zimmer biomet (B)(4). PMA/510k: k013227.

Event description:
It was reported that the implant at tooth site # 7 was removed because the cover screw remained stuck with a tight grip, the neck portion of the implant was damaged. Procedure was not completed by placing another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. However, the reported cover screw was not returned. Visual evaluation of the as returned product identified signs of use with scratches around the neck of the implant. Functional testing could not be performed as the cover screw was not returned. Pre-existing condition note on the per was patient having low bone density of type iii. The implant was placed in tooth site #12 (fdi) and was removed after the issue was found. X-ray or picture image was not provided. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review for the lot (1228018) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1228018) was performed for similar events and no complaint about nonconforming products was identified. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product (tsvb11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.